Manufacturer narrative:
H.6. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
Describe event or problem: it was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992. Batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech."

Event description:
It was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992, batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech."

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992, batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech." Relevant tests/laboratory data: appropriate follow-up measures were initiated with the tech etc nst that was exposed, reported the incident to her supervisor and an exposure (bbfe) was initiated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech.